Event description:
The patient had their generator replaced and it is at the manufacturer pending completion of product analysis.

Event description:
The pulse generator was returned due to a prophylactic replacement. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the pt's seizures were up. Per physician, even though eri = no and system diagnostics were ok, the pt was being referred for generator replacement surgery. Surgery has not occurred to date.

Event description:
Further information from physician indicates that the patient was having increased of cluster seizures which the patient has a history of. There is no clear provocateur for seizure clusters. The increase was similar to pre-vns levels and the physician feels they may be related to vns battery life decreasing even though eri = no. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the seizures. Depakote was increased to help seizures for now. Patient's mother reports compliance with medications. The patient was been referred for generator replacement, but it has not occurred to date.